Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was not replicated after extensive testing. A review of the device's activity log found evidence of a low battery condition. The customer indicated that the batteries were replaced. The batteries that were returned with the device were a mix of new and used batteries. Zoll recommends replacing all batteries at the same time with new batteries. This could have been what led to the customer's report; however root cause could not be firmly established without duplicating the customer's reported. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.